Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected a solution bag during troubleshooting. Per the complaint information, the most likely cause of the complaint is use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) to report a check heater line alarm which occurred on home choice (hc) during use during fill 1. The baxter technical service representative (tsr) had the care giver (cg) pull down on all the tubing, move heater line clamp up or down and make sure all the frangibles were broken and the lumens were open. The cg stated that she disconnected the heater bag to look at the frangible, compromising the supplies. The tsr had the cg end therapy and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.